Event description:
The customer reported the evis exera iii video system center is unable to display image with the 190 series scope. The event occurred during preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
\The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a video socket, patient board set, and converter were all replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board/patient circuit board. It was confirmed that the design of the dr board (printed circuit board) was changed on april 16, 2018. Therefore, this confirms that the subject device was manufactured prior to the design change being implemented. Olympus will continue to monitor field performance for this device.